Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between january 30, 2021 to february 02, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the reported condition was not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified or refuted. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.